Manufacturer narrative:
The investigation concluded that higher than expected tsh quality control results were obtained from a single level of non-vitros biorad control fluid using a vitros xt7600 integrated system. The most likely assignable cause is an analyzer related issue. In addition to the higher than expected quality control results, the customer was unable to calibrate the vitros tsh lot due to condition codes associated with the microwell incubator read sequence. An ortho field engineer went on site and performed service actions that include replacing the signal processor board, calibrating the luminometer and internal reference system. Acceptable quality control performance was obtained following service actions and recalibration of vitros tsh lot 6240. (B)(6).

Event description:
The customer reported higher than expected vitros immunodiagnostics products tsh reagent quality control results obtained from a single level of non-vitros biorad control fluid using a vitros xt7600 integrated system. Biorad lot 41000 l1 results of 0.99 and 1.09 miu/l vs. The expected result of 0.71 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The affected results were from a non-patient quality control sample, however, the investigation could not rule out that patient samples were not, or would not be affected if the event recurred undetected. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).